Manufacturer narrative:
Multiple attempts have been made to obtain information regarding details of this issue and how it was resolved; however, no information could be provided regarding this issue.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the etco2 was faulty. There was no patient involvement.